Event description:
It was reported via email that a smallbore bifuse ext set became detached during patient use. The reporter mentioned that a connector part got detached when the user attempted to infuse an unknown drug solution. An actual sample was received where one of the connectors was confirmed to be detached. In addition, one 10ml syringe was also received. Upon closely inspecting the surface of the tube that detached from the connector, a trace of adhesive was confirmed only partially. The bonding surface on the connector side was also comparatively clean, and trace adhesive was also partial. The event was not detected prior to patient use. No reported mating devices used. There was no serious injury/death, no blood loss, no adverse operator consequences, no unprotected chemo exposure, and no medical/surgical intervention was required. The device was changed with no further problems encountered. There was no reported impact of the event on the patient or the medical institution worker. The product is contaminated with blood or bloody fluid but not infected. There was patient involvement.

Manufacturer narrative:
A series of photos was provided by terumo, where a tube disconnection is observed; no additional damage or anomalies are noted. One (1) used. List#: ir-ed31512b was returned for evaluation. As received, one of the shuntless microclaves was observed to be separated from the set. The tube was visually inspected with ultraviolet (uv) light, and it was noted that little to no solvent coverage on the tube was observed. Additionally, it was noted that the mark where the tube was initially inserted inside the shuntless microclave. No additional anomalies were noted. A representative bond test was made at the remaining bonded shuntless microclave, and this met the product specifications. The complaint of separation can be confirmed. The probable cause is due to insufficient solvent applied during the assembly process in ensenada. The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint. Plots: lot: 14340473 manufacturing date: 04/14/2025 expiry date: 03/01/2028. Lot: 14371585 manufacturing date: 05/26/2025 expiry date: 04/01/2028.